Event description:
The manufacturer received information alleging service required on screen. There was no serious patient harm or injury that occurred or was reported. During the initial evaluation of the device at third-party service center, the device failed the functional test and displayed a reportable, ventilator inoperative error code related to the pressure sensor. Evt_press_sensors_failure means that both the outlet and monitor pressure sensor failed. The device's system board needs replaced to address the issue. Additionally, two other non-reportable error codes related to the pressure sensor were displayed. Evt_out_press_railed_low means the outlet pressure sensor railed to maximum negative value. Evt_mon_press_railed_low means the monitor pressure sensor railed to maximum negative value. If the codes are received individually, the ventilator will still be providing therapy due to having primary and secondary sensor. If both fail, will give a ventilator inoperative alarm condition. The device's system board needs replaced to address the issues.